Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware (B)(6) 2017, that on (B)(6) 2017, the receiver displayed error: call tech support. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and the receiver's plastic door was damaged and there was error message "call tech support" displaying on screen. The reported event of a error icon was confirmed due to the "call tech support" error message. A root cause could not be determined.